Manufacturer narrative:
A getinge field service engineer (fse) evaluated and found a drop of liquid has been detected inside the pneumatic module assey, which was replaced with a new one. All functional and safety checks performed to meet factory specifications. Equipment suitable for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has presented a gas loss alarm in the bia circuit. There was no patient involved.